Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the head restraint brackets and screw posts were damaged. The damages observed during visual inspection are not related to the reported complaint. Additionally, the autopulse platform is a reusable device and was manufactured on 10/12/2006. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of the platform displaying error message. A review of the platform was performed and user advisory (ua) (discrepancy between load 1 and load 2 too large) was observed on the date of the reported event of (B)(6) 2016. There were no other problems noted in the archive. During functional testing, the autopulse was run for 15 minutes run-in test with lrtf. The platform exhibited no user advisories or faults. Additionally, the autopulse passed load cell characterization test. Both load cells are within specification. In summary, the customer's reported complaint of autopulse displaying user advisory 7 was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint.

Event description:
On (B)(6) 2016, during patient use, the autopulse unit provided compressions for 5 to 6 minutes. According to the reporter, due to the patient's persistent ventricular fibrillation, the responding emergency service team paused the autopulse unit to deliver defibrillation. Before and after delivering the counter shock, it was indicated that the team positioned the patient on the autopulse platform per manufacturer's recommendation. When the team reverted back to the autopulse unit for compressions, it was reported that the device displayed a user advisory (ua)7 (discrepancy between load 1 and load 2 too large) message. Despite repositioning the patient, the reported issue continued. Per the reporter, approximately 10-15 seconds after the issue was observed, the team initiated manual CPR. The reporter indicated that the team did not observe any issues with the reported autopulse unit on their morning equipment check. No adverse impact to the patient was reported.